Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen with concentration 3000 mcg/ml at a dose rate of 541,5 mcg via an implantable pump. It was reported that a pump motor stall occurred in the operating room (or) regarding jaw surgery. The motor stall was discovered at the time of pump refill on (B)(6) 2025. The logs were requested. The motor stall only occurred during the operation and had recovered; from 14 to 17 hours on 2025-apr-23 was further noted. No interventions were performed, just a normal refill procedure on 2025-jun-18. No surgical intervention was planned or performed. The issue was resolved. The anesthesiologist in the or was asked if any magnetic objects were near the pump during surgery and they did not think so. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history and age at the time of the event were unknown or would not be made available. The date (B)(6) 2023 is considered an approximate date of pump implant (specific month and year known only).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the hcp still had no idea why the motor stall happened. According to the anesthesiologist that was working in the operating room (or) during the surgery, there was no magnetic equipment present.